Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: product ID: w1dr01, serial#: (B)(4), implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been "feeling odd", experienced long pauses and had a syncopal episode and fell and bumped the back of their head. It was also reported that the right ventricular (rv) lead exhibited no capture, oversensing, a polarity switch due to a lead impedance warning for high impedance, noise causing pacing inhibition and inappropriate therapy was also noted. It was further noted that evidence pointed to a loose ventricular set screw. The rv lead was reprogrammed and later capped and replaced. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.